Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: light guide lens fluid invasion, debris inside. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure of the component; however investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the videoscope exhibited fluid invasion and debris inside. The was no report of any patient harm.